Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed during the prime test as a result of a loose drive support disk. Further testing could not be performed due to the alarm. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The device was received without a complaint, and the customer requested having a complete functional analysis on the insulin pump. No further information was provided.